Event description:
It was reported that the pt has been an inconsistent device user. Recently the pt's father attempted to attach the external equipment. He promptly removed it as the pt was shaking uncontrollably. Device lock was obtained and impedances were normal. Pt and parent have lost confidence in the device and is requesting device revision surgery.